Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, during deployment of an s3 valve (valve in valve) by tf approach, the balloon ruptured. The valve was fully expanded and the patient remained stable. During an attempt to remove the delivery system through the sheath, excessive tension was met as the balloon entered the 14f esheath. The device was advanced rotated and attempted to be pulled into the sheath again, but resistance was met. At this point, an 8x40 balloon was placed from the contralateral side and ¿parked¿ in the common iliac (of the access site of the 14f esheath). An attempt was made to remove the delivery system and sheath as one unit and again, major resistance was met. The decision was made to perform a controlled cutdown to remove the device. The balloon in the common iliac was inflated, controlled cutdown performed, and the device was removed. The patient received 2 units of blood. The balloon had a horizontal tear and the distal portion (near the yellow nose cone) was inverted and bunched together. The patient left the unit in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system and esheath were returned to edwards lifesciences for evaluation. Visual inspection of the delivery system revealed a kink on the balloon shaft due to returned packaging. The balloon ruptured radially. It does not appear that any pieces are missing. The balloon was observed to be flared out and bunched at the distal end. Gouges were also observed on the flex tip. Visual inspection of the sheath revealed that the sheath was expanded as designed. No liner tear was observed, but some bunching on the distal end was observed. Minor damage on the sheath distal tip was also observed. No functional testing could be performed of the delivery system due to the conditional of the returned device. Dimensional analysis of the balloon single wall thickness along the radial burst was performed. All measurements were within specification. Lot history review revealed no other complaints for ¿balloon ¿ burst¿ or ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿. Complaint history review from june 2017 to may 2018 revealed 44 other similar complaints for the edwards commander delivery system (all models/sizes) for ¿balloon burst¿. Thirty-six (36) complaints were confirmed, but no manufacturing non-conformance were found in the returned samples. One (1) complaint was not able to be confirmed and no manufacturing non-conformances were found. Seven (7) complaints are pending engineering evaluation. Review of the complaint history revealed the occurrence rate did not exceed the may 2018 control limit for the trend category of ¿balloon burst¿. Review of the complaint history from june 2017 to may 2018 revealed 37 other similar complaints for the edwards commander delivery system (all models/sizes) for ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿. One (1) complaint was not able to be confirmed and no manufacturing non-conformances were identified. Thirty-one (31) complaints were confirmed, but no manufacturing non-conformances were identified. Five (5) complaints are pending engineering evaluation. DHR review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the inflation balloon and crimp balloon component undergo multiple 100% inspections. The entire delivery system undergoes multiple testing and 100% visual inspections. The delivery system also undergoes 100% air pressure leak testing and inspections for damage to the inflation balloon. During final inspection, multiple 100% inspections and functional testing are performed. Additionally, product verification (pv) testing is also performed on each lot based on a sampling plan. No failures occurred during product verification testing on this lot. These inspections and pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of the risk documentation revealed that the reported event is anticipated in the risk management file. Balloon bursts ¿ cannot retrieve the device through the sheath requiring additional intervention. Severity level of 4. Balloon bursts ¿ can retrieve the device through the sheath requiring additional intervention. Severity level of 3. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaints for ¿balloon burst¿ and ¿delivery system ¿ withdrawal difficulty¿ were confirmed. However, visual inspection of the device and review of the available information did not reveal any manufacturing non-conformances. In addition to the valve-in-valve procedure itself, patient factors (native leaflet calcification, calcification of the surgical valve) likely contributed to the balloon burst during deployment of the sapien 3 valve. Procedural factors, ¿excessive tension¿ reported during the attempt to withdrawal the delivery system back through the sheath after the balloon burst, likely contributed to the reported withdrawal difficulties. The delivery system balloon likely became caught on the sheath during removal, contributing to the minor distal tip damage and liner bunching observed on the esheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.